Event description:
It was reported that this right atrial (ra) lead is exhibited atrial undersensing which is decreasing the atrial tachy response (atr) burden. Technical services (ts) was consulted and recommended reprogramming. The lead remains in service. No adverse patient effects were reported.